Event description:
The patient via manufacturing representative reported that when their device was turned off, they could still feel stimulation. The patient also noted that when the device is off and they lie down, they feel as if the stimulation increases. They stated that when they have their device off, they feel as if they are receiving normal stimulation, but at lower amplitude. It was noted that the patient had only charged their device once since last month. Impedances were also checked, and were within normal range. The patient stated that their implantable neurostimulator (ins) pocket area feels warm to the touch. The patient's issues started to occur sometime after they were implanted, in (B)(6) 2016. The patient was to follow up with their healthcare provider. Additional information from the manufacturing representative indicated that the patient's ins pocket site is warm regardless if their stimulation is on or off. It was also noted that the patient was scheduling an appointment with their surgeon to see if there is a possible infection at their pocket site. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.